Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the operation, the doctors and nurses checked together that the balloon was normal, and followed the normal operation procedure during intubation. After the operation was successful, it was found that the balloon was leaking air. Repeated intubation for many times caused difficulty in intubation and delayed the rescue time of the patient.